Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that attune tibial prosthesis collapsed on medial bone. Surgeon revised femur, insert and tibia to sigma revision. Loosening was present at the tibial prosthesis at implant to cement interface, competitor cement was used. No additional information is available from physician or hospital at this point in time. Back table photo of prosthesis is available. Doi: (b)6) 2014; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Investigation summary : no device associated with this report was received for examination however review of the provided information confirms the reported event. The investigation could not draw any conclusions regarding the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.